Manufacturer narrative:
The tandem t:slim pump user guide indicates that humalog insulin was tested and found to be safe for use in the t:slim pump for up to 48 hours. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels of over 400 mg/dl. To treat the bg level, the customer administered syringe boluses. At the time of the reported event, the customer's bg level was 221 mg/dl. Reportedly, the customer alleged not responding well to the basal and bolus delivery via the pump. System check was performed with tandem technical support and showed that the pump was performing as intended; however, the customer uses humalog insulin and the cartridge was being used from (B)(6) 2017. Recommendation wa made to consult with health care provider regarding diabetes management.